Event description:
It was reported that during a procedure to treat a chronic total occlusion (cto) in the right popliteal artery just below the knee cap, an asahi grandslam guide wire was advanced and while attempting to penetrate the cto the tip of the guide wire detached in the occluded area of the artery. Reportedly, a few unsuccessful unspecified attempts were made to retrieve the tip; however, no further attempts were made because the vessel was not patent and there was no risk of embolization. The procedure was aborted without treating the right popliteal. The patient was reported to be doing fine. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary:the guide wire was returned for evaluation. The reported guide wire tip separation was confirmed. Based on visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.